Manufacturer narrative:
The MFR's svc rep performed an on-site investigation. The collimator was replaced and aligned. The sys was tested and is operating as intended.

Event description:
The customer reported that the 6800 sys had poor image quality. No pt injury was reported.